Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2023.

Event description:
It was reported that during a catheter placement procedure, the cuff allegedly fell off from the catheter. It was further reported that the cuff was removed. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported cuff fell off issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date:05/2023), g3. H11: h6 (result and conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a catheter placement procedure, the cuff allegedly fell off from the catheter. It was further reported that the cuff was removed. The patient status was unknown.